Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. A proposal for the flow sensor replacement was provided to the customer and not accepted at this time. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported the unit was not displaying an accurate tidal volume value. There was no report of patient involvement.